Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd with associated gas and bloating leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Patient experienced mild daily dysphagia before and during device implant. Uneventful anti-reflux procedure and device implant on (B)(6) 2014. Patient declined to participate in ph testing prior to device explant. Uneventful device explant (B)(6) 2016. Linx device found in the correct position/geometry. After explant the patient's symptoms had normalized and she was reported as doing well.